Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. There was no device performance issue or device malfunction reported during the procedure. As such, the investigation will be closed. Arterial spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels and is listed in the embotrap iii instructions for use (IFU) as such. There were no alleged device performance issues / device malfunctions associated with the embotrap iii device during the procedure, as the device performed as intended. In this case, the vasospasm resolved ¿after waiting for 20 minutes.¿ a decreased or complete cessation of blood flow to areas of the brain for 20 minutes is considered a clinically significant event. It is unknown how this event specifically impacted the patient, however, the correlation between the event of an arterial vasospasm which occurred during the use of the embotrap iii device, to the outcome of a required decompressive craniotomy and the ¿higher brain dysfunction¿ noted at the one-year follow-up, cannot be ruled out. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient with an acute ischemic stroke (ais) underwent a mechanical thrombectomy procedure that targeted an occlusion in the left middle cerebral artery (mca). The thrombus was ¿a tough clot because of papillary fibroelastoma, so several passes were performed.¿ it was reported that after 5 passes were made by a competitor device, an additional 3 passes were performed / made using the complaint device, a 6.5mm x 45mm embotrap iii revascularization device (et309645); the embotrap iii device was used in accordance with the instruction for use (IFU). Continuous flush was maintained during the procedure. Recanalization was achieved, but vasospasm occurred. After waiting for 20-minutes, the spasm resolved and ¿the vessel recovered to be normal condition.¿ it was reported that the patient underwent decompressive craniotomy post-procedure day 8. The patient was then discharged to another hospital on post-procedure day 15. At the 1-year follow-up, the patient still had higher brain dysfunction, but the patient had reportedly achieved self-reliance at home and has independent ambulation. On 27-dec-2023, limited additional information was received. Per the information, ¿the thrombus was a tough clot.¿ the embotrap iii device was used after five passes were made with a competitor device. There was no medication administered to help resolve the vasospasm aside from the 20-minute wait.